Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated a r-wave amplitude measurement issue and atrial undersensing information. Concomitant medical products: 694765 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited inconsistent impedances and the right atrial (ra) lead exhibited inte rmittent undersensing. The rv lead remains in use and the ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.